Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient received multiple shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while using the restroom. Upon interrogation it was noted the device had administered inappropriate shocks due to low r-wave amplitudes causing undersensing and t-wave oversensing. A revision procedure was performed where the s-ICD was explanted and the electrode was taken out of service. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.